Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp flex device for mechanical circulatory support. While on support, low flows occurred when the patient was getting red blood cells (rbc)s infused. The rbcs were given as well as continuous renal replacement therapy (crrt) throughout the support. After just under seven days the pump was explanted due to the flows.

Manufacturer narrative:
Insufficient product returned for analysis. The returned pump had the cannula severed off at the catheter. Thrombus failure mode added as observed on returned product. Placement signal issue: biomaterial was observed in the inflow cage around the impeller. The data logs from the case show placement signal drifting up while flows drifted down with flows at 2.5l/min at p7. There were no motor current spikes outside p-level changes before decreased flows. The cvp was stable and ps and flows continued to drift. The device was explanted due to this issue. The returned pump could not be tested as it was returned severed at the catheter. The root cause of the placement signal issue was most likely sensor drift as evidenced by the data log pattern observed. Low pump flow: based on the investigation, no problem was found as the root cause of the low pump flow. The perceived low pump flow was as a result of the sensor drift of the dp sensor which calculated flow is based on. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions. ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency). ¿relevant laboratory test results, such as coagulation profiles and platelet counts. ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). ¿medications or treatments that the patient was receiving at the time of thrombus formation. ¿surgical or procedural details if applicable (e.g, cardiac catheterization). ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.